Manufacturer narrative:
Stryker provided the customer with a repair quote. The customer has not yet pursued inspection/repair of their device. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted stryker to report that their device would unexpectedly power off. In this state the device would not be able to deliver defibrillation if needed. There was no patient involvement reported with the event.